Event description:
It was reported that on the day of vns implant surgery, there were no issues with the surgery itself, and then a few hours later the patient started having "grand mal seizures back to back multiple times." The patient was taken to a hospital, and it was noted that the patient was unable to walk and was staring off into the distance. It was noted that the vns has not yet been programmed on after implant. Attempts have been made for further information; no additional relevant information has been received to date.